Manufacturer narrative:
(B)(4). Report source ¿ foreign ¿ germany. Product was not returned or pictures not provided. Device evaluation could not be performed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. This device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that: when changing the trial head, the stem slipped out of the cement mantle and the cup did not hold. Surgeon asks to check the cementing system reset sample; the socket slipped out of the cement mantle. Over 60 min delay. The event occurred during surgery. Patient experiences pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Product was not returned or pictures not provided. However, a retain sample of batch ay32cd0609 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual behavior during mixing, handling or setting. The reported behavior of the cement cannot be reproduced. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.